Manufacturer narrative:
Patient information: patient identifier multiple = (B)(6). The customer replaced the ict module, ran qc, and the results were in specification. No additional discrepant result issues have been reported since the ict module, list number 09d28-04, was replaced. Return testing was not completed as returns were not available. A review of the architect c4000 analyzer, serial number (B)(4) service history revealed no additional service tickets associated with discrepant / erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant ict results, and the removal, replacement and verification of the ict module. The most recent product monitoring review for the architect c4000 platform found no systemic issues or trends for the issue associated with this ticket. Based on the investigation no product deficiency was identified for the architect c4000, sn (B)(4), or the ict module, list number 09d28-04.

Event description:
The customer reported falsely elevated chloride (cl) results for 20 patients generated on the architect analyzer. The results provided were for 4 patients only: on (B)(6) 2020 sid (B)(6) = 132mmol/l (reference range 98-107mmol/l) / 107; (B)(6)= 127 / 104mmol/l. On (B)(6) 2020 two additional patient results were provided (B)(6) initial = 135 / retest =109mmol/l; (B)(6) initial = 135 / retest =101 and 102mmol/l. There was no reported impact to patient management.